Manufacturer narrative:
(B)(4). Model number ¿ reporter is unsure of the specific device that is related to the incident. Potentially model # 176630. (B)(4).

Event description:
According to the reporter: the patient presented with a post-operative bile leak. Patient is doing fine. The date of the event is unknown. The issue potentially occurred between (B)(6) 2016.